Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the pcu (8015) lower row keys did not work including the clear and cancel keys was confirmed. Test results identified that certain keys were not functioning on the returned keypads. An internal inspection was performed. Each layer of the front cases was removed and inspected for anomalies. Signs of fluid ingress was visible on received keypad. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer. Becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: external and internal inspection were performed on (qty 1 printec p/n tc10012515). During external inspection, the keypad was observed to be in good condition with no issues observed. During internal inspection, the returned keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. Root cause analysis: electrical failure ¿ design device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypad was provided for investigation.

Event description:
It was reported that there was a defective pcu (8015) keypad. It was noted that the lower row keys on the keypad did not work. This includes both the ¿clear¿ and ¿cancel¿ keys. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a defective pcu (8015) keypad. It was noted that the lower row keys on the keypad did not work. This includes both the ¿clear¿ and ¿cancel¿ keys. There was no patient harm. The issue was noted prior to patient use.